Event description:
At about 2 weeks after the primary, the patient came in reporting pain and the surgeon observed that the patient's cup became dislodged from the acetabulum. It is unknown how this occurred. The surgeon revised the head, cup and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 august 2024: lot 2316712: (B)(4) items manufactured and released on 30-nov-2023. Expiration date: 2028-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.